Event description:
A diabetes educator reported that a baby in the nursery unit of a hosp had been mistreated based on results obtained on a precision xtra/optium meter with test strips lot#53356. The baby had hypoglycemia and was treated with glucose solution and transferred to a women & children's hosp. Control solution testing was performed on the system with the following results: low control solution -- 4.8 mmol/l (range 1.9 - 3.6 mmol/l) - out of range. High control solution -- 14.4 mmol/l (range 12.5 - 20.8 mmol/l) --within range.

Manufacturer narrative:
The meter and test strips have been requested for investigation.